Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: the battery compartment was found to be cracked. The pump failed a leak test as a result of the damage to the battery compartment. Moisture was found inside the battery compartment.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. The pump was returned and evaluated on (B)(6) 2016. The battery compartment was found to be cracked and moisture was found inside.